Event description:
The customer reported the fluroscopic image was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps3 12 vdc power supply was evaluated and then calibrated to the operating voltage. The system was tested and found to be working as intended and returned to service.